Event description:
During a low anterior resection procedure, the donuts were complete, but the anastomosis was insufficient at 7 and 9 o'clock. This was found during blue leak test. Used a device of a different product code to complete the procedure. There was no pt consequence.